Event description:
It was reported to medtronic neurosurgery that the patient was experiencing headaches, so he visited his neurosurgeon. According to the report, the valve's performance level changed from 2.5 to 1.5 and later from 1.5 to 1.0.

Manufacturer narrative:
The device remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided.